Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year five months of post deployment, computed tomography angiography abdomen was revealed thrombosis of the inferior vena cava at the level of the filter with thrombus extended cranially above the filter nearly to the level of the renal veins. Chronic thrombosis of the inferior vena cava, both caudal and rostral to the filter. In lower portions of the chest there are some irregularities about some of the pulmonary arteries suggests pulmonary emboli of indeterminate age. Filling defects within the bilateral lower lobe pulmonary arteries consistent with old clot. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment, thrombus above the filter. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with thrombus above the filter; however, the current status of the patient is unknown.